Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that there are air bubbles in reservoir. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting assisted customer in performing a fixed prime and customer indicated that the insulin did exit. However, customer was advised to change out entire infusion set due to the no delivery and air bubbles. The customer was advised that the device would be replaced and to return the product for analysis.